Manufacturer narrative:
The customer¿s report of a separated IV set was confirmed. Visual inspection of the set noted the upper portion of the tubing was completely disconnected from the entrance to the smartsite y-port. Microscopic examination of the separation site did not show any evidence of bonding solvent. Functional testing was not performed due to the obvious damage. The root cause for the separation was determined to be the absence/lack of bonding solvent applied at the connection site between the smartsite y-port and the upper portion of the IV tubing.

Manufacturer narrative:
Concomitant product: 500ml bag of dextrose (MFR/model/lot unknown); peripheral IV (MFR/model/lot unknown); therapy date (B)(6) 2016. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the IV tubing "came apart" and leaked at the y-site section near the needleless port. This occurred during an unspecified infusion. No patient harm reported.